Event description:
The following was reported to davol via the attorney for the pt. On (B)(6) 2008 - surgeon operated on pt and repaired an abdominal incision hernia using a bard ventralex mesh. Surgeon operative report not completed until (B)(6) 2008. In the months following (B)(6) 2008, pt complained of increasing abdominal pain and bulging. On (B)(6) 2008 - CT scan described a small fat-containing hernia and convoluted surgical mesh for which surgical consultation and revision was suggested. On (B)(6) 2008 - surgeon operated on pt, removed previous ventralex mesh and repaired recurrent abdominal incision hernias with a bard composix mesh. In the weeks following (B)(6) 2008, pt complained of increasing abdominal pain. On (B)(6) 2008 - CT described a replaced mesh with surrounding inflammatory changes and separation of the mesh edges from the anterior peritoneal surface. On (B)(6) 2008, operation to completely remove the composix mesh (medwatch: 1213643-2010-00565) that was present, and inserting a "strattice mesh 10 x 16".

Manufacturer narrative:
The report indicates that the pt had and was treated for a recurrence, which is a known possible adverse event listed in the IFU. The report does not indicate that there was a specific product problem and no product was returned for eval, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the recurrence and subsequent explant noted on (B)(6) 2008. We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all; pt, event and device's info davol has received to date.